Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-03061).

Event description:
It was reported the patient underwent a right total shoulder revision due to loosening of the baseplate, screw breakage, and bone loss. All products were removed at the time of the revision. It was noted that during the revision procedure, the surgeon had to burr bone away superiorly because the computed tomography scatter was mistaken for bone loss when the bone was actually present.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitations of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear." Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." (B)(4). Concomitant products: pn: 115396, ln: 583310, comp rvs cntrl 6.5x30mm st/rst. Pn: 180551, ln: 115140, comp lk scr 3.5hex 4.75x20 st. Pn: 180552, ln: 542240, comp lk scr 3.5hex 4.75x25 st. Pn: 180551, ln: 889990, comp lk scr 3.5hex 4.75x20 st. Pn: 180555, ln: 474300, comp lk scr 3.5hex 4.75x40 st. Pn: 115310, ln: 528420, comp rvrs shldr glnsp std 36mm. Pn: 113648, ln: 075520, comp primary stem 8mm std. Pn: xl-115363, ln: 922440, arcom xl 44-36 std hmrl brng. Pn: 115370, ln: 561910, comp rvs tray co 44mm.

Event description:
It was reported the patient underwent a total shoulder revision due to loosening of the baseplate. All products were removed and replaced with cement spacers.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated: "reverse shoulder arthroplasty exhibiting loosening of glenoid component, broken glenoid component screw and grade 4 scapular notching. Relatively high position of the baseplate and superior tilt of the baseplate are factors identified which increase risk of scapular notching and mechanical loosening of the glenoid component." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.